Manufacturer narrative:
Concomitant medical products. Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported that the patient was unable to turn up the stimulation and an error message on the controller. Upon meeting the patient, it was found that all impedances on lead 0-7 were greater than 40,000 ohms. It was also noted that impedances were within normal limits (wnl) on the 8-15 lead. The patient denied recent injury or any event leading up to this issue; the patient was physically active and worked out. In the end, they were able to reprogram on the 8-15 lead and obtain good coverage. It was noted that the issue resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.